Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The anatomy location was the left anterior descending (lad) but the details were unknown. The physician noticed the proximal portion of the stent lifted up while advancing the stent delivery system (sds) to the lesion. The procedure was completed with another device and there were no patient complications. The patient condition was noted to be "good".